Manufacturer narrative:
(B)(6). Results: bd received a representative sample from same lot from customer for investigation in support of this complaint. This complaint met the criteria for a previously investigated complaint (pic) for low draw. Conclusion: unconfirmed complaint. No evaluations were completed due to complaint known and already investigated.

Event description:
It was reported that the nurse used a bd vacutainer® k2edta plus plastic whole blood tube(13x75 mm, 2.0 ml) with a lavender bd hemogard¿ to collect blood. The first 2 tubes used on patient, both indicated an issue of very low draw, then a 3rd tube was used, with another low draw and also blood leakage upon removal. No serious injury, blood to mucous membrane exposure or medical intervention was reported.